Event description:
Reportedly the procedure was to treat a lesion located in a bifurcation involving the proximal left anterior descending artery and the diagonal with no noted tortuosity or calcification. The trek was inflated during pre-dilatation at 8 atmospheres for 18 seconds without incident; however, during removal of the trek from the duostat after pre-dilatation, resistance was felt and the trek could not be removed from the duostat. Therefore, the guide wire, trek balloon, duostat and guiding catheter were removed from the patient as one unit. The procedure was completed with the implantation of a 2.75 xience v and a 2.5 trek for post dilatation. There were no adverse patient effects. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 2.5 x 15 mm trek; guide wire: whisper 190cm; guide cath: medtronic launcher jl4 the trek is being filed under a separate MFR number. Evaluation summary: evaluation of the returned duostat noted that blood was in the entire length and there was no contrast visible. There was no damage noted to the returned duostat. Both vent caps were in a closed position. A whisper guide wire was returned with blood on the entire length and no contrast visible. There was no damage noted to the returned whisper guide wire. A non-abbott guiding catheter was returned with blood inside and on the shaft and no contrast visible. There was no damage noted to the returned non-abbott guiding catheter. Potential factors that could relate to difficulty removing a balloon catheter through the duostat rotating hemostatic valve (rhv) may include, but are not limited to, materials, closed or tight vent caps, damaged seals, associated devices being used and manufacturing. In this case, functional testing of the returned duostat rhv was unable to confirm the reported difficulty after opening the vent caps. The returned balloon catheter was advanced and retracted through the returned duostat at an open position without any resistance noted. This suggests that the vent caps may have not been opened enough causing resistance during withdrawal of the trek. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and no packaging or labeling was returned. Overall, the reported difficulty appears to be related to the operational context of the product, as the reported difficulty could not be confirmed during functional testing and there is no indication of a product quality deficiency. Manufacturing performs a visual inspection of the cap for defects, and a visual and dimensional inspection is performed on a sampling of seals at incoming inspection.